Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room because the device was protruding and the skin was not healed after implant. The dermabond and steristrips did not help in closing the incision site. Device was removed. Insertion of a new device will be discussed with patient and physician at a later time but is not planned at this time. The patient was stable before, during and after the procedure.